Manufacturer narrative:
Investigation summary: bd received (B)(4) samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for defective printing with the incident lot was not observed. The photo shows the device including the non-patient shield and label; however, the photo quality is not clear enough to evaluate the reported defect. Additionally, the customer samples along with (B)(4) retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to defective printing as all samples met specifications. All samples passed testing as the laser print was properly aligned and legible. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective printing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-jul-2024.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapters that an unspecified number of devices had illegible or missing batch and expiration information. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapters that an unspecified number of devices had illegible or missing batch and expiration information. There was no health impact or consequence reported.